Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; explant date product ID l-evolutfx-2329 (lot: 0011697752); product type: 0195-heart valves. Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right common iliac artery dissection was observed via lower extremity imaging. Subsequently, an 8mm x 40mm non-medtronic stent was placed in the area where the dissection was confirmed, and hemostasis was successfully achieved. The blood pressure was stable when the patient left the operating room; however, the patient¿s progress will be observed for further investigation. It was noted the cause of the dissection was believed to have been due to several attempts to insert the percutaneous transluminal angioplasty (pta) and 18fr sheath. Pta was performed once for 6mm x 40mm, and three times for 8mm x 40mm. Resistance was noted when the 18fr sheath was inserted, and it was possible that it dissociated when it progressed. No additional adverse patient effects were reported.

Event description:
Additional information was received that the right transfemoral artery was used as the access site for the delivery catheter system (dcs) and the minimum diameter of the access vessel measured 4.6mm. It was unknown when the dissection occurred, but it was determined to be when the percutaneous transluminal angioplasty balloon was applied or when the 18fr non-medtronic sheath was advanced. Per the physician, the dcs did not cause or contribute to the dissection. It was noted that there was no strong tortuosity of the patient anatomy that contributed to the dissection; however, there was calcification in the right common iliac artery. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated fields: b2 b5 d10 h6 this is a system report. The section d information is for the primary device, which was in use with the following: product ID evolutfx-26 serial/lot (B)(6) use by date (B)(6) 2025 UDI (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 10 months after the implant procedure, the patient was transported to the emergency room (ER) due to poor physical condition and poor speech. Upon careful examination, the patient was diagnosed with symptomatic epilepsy and acute cerebral infarction from the right nucleus to the radiated coronary, after cerebral vein thrombosis in the left cerebral region. The patient was hospitalized. The patient's state of consciousness improved with intravenous therapy (IV), but there was left paralysis. The patient underwent rehabilitation, was recovering and was discharged from the hospital one month after onset of stroke symptoms. Per the physician, it is unknown if the stroke had a causal relationship with the device.